Event description:
The customer reported that they are having too many invalid internal control values on the patient samples. No results were reported to the doctor as they were unable to obtain readings. Review of the customer's run database found four invalid samples in one run. The samples were valid upon repeat testing using the same lot of reagents. The product insert was revised to advise the end-user that "after each use store dad discs flat with the numbered foil side up."

Manufacturer narrative:
Investigation determined that carry-over contamination from successive runs can occur if the end-user stores the dad (direct amplification disc) vertically (i.e. On edge). Storage of the dad in any vertical position after initial use has a potential of allowing fluid to travel back through the channels and contaminate other unused wedges. This may result in obtaining false positive results. The product insert warning and precautions section has been revised to include the following item: "after each use store dad discs flat with the numbered foil side up." (B)(4).